Event description:
The customer reported the cable broke on the subject device and the picture is no longer displayed. Additional details were requested regarding the reported event. No additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the cable break. The image from the device also disappeared and was suddenly lost due to an imaging component failure. In addition, the cable was leaking in two places and the adapter was locked at the stud bolts. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. Based on the results of the investigation, it¿s likely the reported event (image disappears / darkens and the field of view suddenly disappears) is due to an image sensor failure. The root cause of this event was unable to be identified. Additionally, the evaluation confirmed a cable failure, which no longer shows the picture naturally. The root cause of this event is unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer, as well as additional information based on the legal manufacturer's final investigation. Please see updates to b5, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer. The reported event (broken cable/loss of image) occurred during an endoscopic surgery procedure. The procedure was completed using a similar device. There was no patient harm or consequence reported as a result of the event.